Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Visual examination of the returned product identified wear damage to the inner and outer spherical surfaces from use. Damage includes nicks, indentations, and scratches. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. There was a subsequent revision with a head and liner exchange due to dislocation and a tendon tear. A second revision occurred due to dislocation, disassociation, and retear of the tendon. It was noted that the head was located within the joint but the dm bearing was just posterior and superior to the acetabulum. A new head and liner were placed, with the tendon repaired. No complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient received a revision total hip arthroplasty approximately six (6) months after initial surgery due to the 28mm ceramic head dislocating from the dual mobility bearing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 650-1055, lot# 6020426 cer bioloxd option hd 28mm. Cat# 650-1068, lot# a521021289 cer option type 1 tpr sleve +6. Cat# 110024464, lot# 725530 g7 dual mobility liner 44mm f. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.